Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. The complaint of a broken weld on the 9sl cross brace was confirmed. The underlying cause could not be confirmed.

Event description:
The dealer states that the cross brace has broken at the weld where the cross brace meets the seat frame. The dealer states that the weld is broken on the right hand side.

Event description:
The dealer states that the cross brace has broken at the weld where the cross brace meets the seat frame. The dealer states that the weld is broken on the right hand side. The dealer has no further information to provide. (B)(4).

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.